Event description:
Customer reported that cartridge was damaged multiple times since (B)(6) 2025, with the latest occurrence on (B)(6) 2025. Blood glucose level exceeded 500 mg/dl at least once, and although the specific value is unknown, it was indicated as "high," possibly due to kinked cartridge tubing causing an occlusion. Customer corrected high blood glucose with a manual injection of insulin and later changed supplies when they became available. Technical support facilitated a cartridge replacement via RMA, and customer successfully resumed insulin therapy.